Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that device programming was what led to the patient waking up with pain in neck area. Patient also reported was not charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that her ins is in her cervical area. Last night she went to turn ins on and then went to bed. Patient woke up from pain in her neck area, felt like wood blocks in her neck. 2 hours later after turning it off her pain came back and her leg was buzzing. She felt like it was at a high speed and describe it as a suicide pain. The pain is excruciating. During the call patient also mentioned after she was implanted her arm was buzzing and she realized her ins was on and the setting was too high and so she turned ins off and that stopped the buzzing. Patient had ins off for 7 days and she didn't have any pain even with ins being off. Patient was redirected to their hcp. No further complications were reported.